Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: l4-5 posterior lumbar interbody fusion. Pre-op <(>&<)> post-op diagnosis: spondylolisthesis. Lumbar instability at l4-5. Mechanical low back pain. Right lumbar radiculopathy. As perop notes: ".. The disc space was then copiously irrigated with antibiotic irrigation and a bmp sponge rolled around autograft was placed anteriorly in the disc space. This was followed by placement of a 10 x 26 x 11 mm interbody cage under fluoroscopic guidance. Once adequate positioning of the cage was confirmed by ap and lateral fluoroscopy, attention was turned toward the lateral fusion. The transverse processes, pars and facet joints were all decorticated with a high speed drill and the wound was copiously irrigated with antibiotic irrigation. Meticulous epidural hemostasis was obtained and fusion material including bmp sponges and autograft were placed out laterally around the facet joints, transverse processes and pars.. No complications were reported.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.